Event description:
This is a follow up report.

Manufacturer narrative:
Upon further review, there was no evidence of device malfunction. Ind flags were received. The purpose of the ind result flag is to alert the customer that a sample reading is outside the range of the current assay calibration curve and cannot be distinguished from a system or operator error and indicates that a final result cannot be calculated. It is provided to prevent reporting of potentially erroneous results, which it did in this case as intended. Thus, this event was not reportable.

Event description:
The customer reported that an erroneous, elevated human chorionic gonadotropin (bhcg) result (above the reference range of the assay) as well as no value results with instrument generated flags were generated on the access 2 immunoassay system for one patient's sample. The instrument flag was an indeterminate flag which is indicative of a result that cannot be distinguished from a system failure. The sample was repeat tested on another instrument which generated repeat patient results within the normal reference range of the assay. The suspect and no value bhcg results were not released from the laboratory. There was no death, serious injury or modification to patient treatment associated or attributed to this event. The sample was a plasma sample. Patient demographic information was not provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event as it was declined by the customer. Beckman coulter inc customer technical service (cts) guided troubleshooting revealed that elevated s0 assay calibration standard relative light units (rlus) has caused the no value results. Cts was unable to determine what had caused the elevated bhcg result to occur. Beckman coutler inc advised the customer to recalibrate the assay. Upon recalibration lower s0 rlus were obtained. The cause of the ind flagged, no value bhcg results was an elevated s0 mean rlu value on the customer's calibration curve; however, the cause of the erroneously elevated result is unknown and could not be determined based on the supplied information. Associated mdrs: 2122870-2012-00893 and 2122870-2012-00936.